Event description:
Caller indicated the relion prime meter was giving high readings. Caller said that on monday she took her reading and the meter read 105. She did not have any symptoms, but after that she passed out until someone came and found her. They took another reading while she was unconscious and meter still read 105. The paramedics were called and when they arrived her glucose reading was 15 so they put her on IV medication to bring her sugar back up. Once she was fully awake she took another reading with her meter and it read 78, but when the paramedics tested with their meter they got 87 and she was told to get a new meter. She is washing and drying hands, but she doesn¿t change lancet every time and she keeps meter and strips near the kitchen. She doesn¿t have control solution. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.